Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement during a mitral valve replacement surgery. The dislodgement was confirmed during a post-operation check-up. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A visual inspection found no abnormalities. Although the dislodgement was not confirmed by the analysis, it is a known inherent risk.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement during a mitral valve replacement surgery. The dislodgement was confirmed during a post-operation check-up. The lead was replaced. No additional adverse patient effects were reported. The device was returned for analysis.